Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11corrected sections: e3

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the pneumatic module assembly. The fse performed a system check-out. The iabp was returned to the customer and cleared for clinical service. The following was performed by the technician of the maquet failure analysis and testing (fat) department wayne, nj. The failure analysis and testing department received the following part associated with this complaint: pim. This part was received with a reported unit failure message of failing leak test. Performed visual inspection of this part received and part looks to be in good condition. Installed the pim into the cardiosave test fixture and tested to the factory specifications per procedure and the cardiosave service manual. The failure analysis and testing department verified the failure of failing leak diff. Test with result of 95mmhg, the factory specification is +-10mmhg and failing vacuum leak diff prs. With result of 194mmhg, the factory specification is +-25 mmhg. The pim failed testing. Retaining the pim in the fat dept. As per procedure.

Event description:
It was reported during a routine check, performed by the customer, the cardiosave intra-aortic balloon pump (iabp) leak test failed. There was no patient involvement.

Manufacturer narrative:
Updated sections: b4, g2(health prof added), g3, g6, h2, h10, h11 corrected sections: b5, b6, b7, d10, e4, h6(health clinical & impact).

Event description:
It was reported during a routine check performed by earl mccormick, the cardiosave unit leak test failed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.